Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that surgeons says the calibration is off in these items. Did not happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of worn, however nothing indicative of a device nonconformance that would contribute to the complained issue. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was performed for the att themis bal tib tower lt and met specifications. The overall complaint was not confirmed as the observed condition of the att themis bal tib tower lt would have not contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the surgeons that the calibration is off on all of these items. The malfunction did not happen in surgery.